Manufacturer narrative:
(B)(4). Event evaluation: we have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is not evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) medical center in (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
Patient age at time of event was not provided. Event date: unknown as not provided by the reporter. Catalog and lot # was not provided. User facility information was not provided. Patient code: no known consequences reported. Device code: no known device problem. Date received by manufacturer was not provided. MFR date: unknown as no lot # was provided. The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) medical center in (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: embedment and pain. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged (tilt, vena cava perforation, occlusion, thrombosis) does not change the previous investigation results. Catalog and lot numbers are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Per a retrieval report dated 06jun2014, "...patient is noted to perforation of tines on CT scan with one projecting towards immediately adjacent to the duodenum." "The ivc appears to be completely thrombosed below the filter on CT scan." "A diagnostic inferior vena cavogram was performed demonstrating appropriate positioning of the ivc filter below the renal veins. The ivc below the filter and renal veins is occluded." "Under fluoroscopy , the rigid bronchoscopy for ceps were used to engage the filter hook as it was tilted and embedded in the caval wall ." "Successful ivc filter removal".

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava perforation, embedded, occlusion, flank pain, neck pain'. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2007 via the jugular vein due to a spinal cord injury. The filter was allegedly successfully retrieved on (B)(6) 2014. The plaintiff alleges tilt, vena cava perforation, device is embedded, embedded, occlusion, flank pain, neck pain, less protection against clots after removal of filter.